Manufacturer narrative:
On (B)(4), 2011, a call and e-mail was placed for (B)(6) to gain more information on the adverse event. On (B)(4), another call was placed for (B)(6) and conmed was informed that (B)(6) was on vacation. The call was then forwarded to (B)(6) in the risk and safety department. He was uncomfortable with releasing any information until he spoke with his colleagues. On (B)(4), another call was placed for (B)(6). He stated that he did forward my request to the appropriate team members at his facility, but no one had responded to conmed's request of gaining more information. An e-mail was also sent on (B)(4) to (B)(6). All attempts were unsuccessful. The unit was not returned and evaluated and conmed could not conclusively determine the cause of the reported event.

Event description:
During an excision of a cyst on the pt's scalp, the bovie sparked and then ignited. The fire was immediately put out and the pt sustained first and some second degree burns to the upper back and neck. The area was prepped with an alcohol based solution as per protocol and pt was draped as per protocol.